Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion, white particles in the shell, and delamination of the valve. Leak test and microscopic analysis were performed which identified total delamination of the valve (separation approximately 100%). Based on the device analysis the final assessment was total delamination of the valve assessed as adhesive failure. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.